Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, 15 days postoperatively, after cesarean section due to fetal distress, there was a little fluid from the abdominal incision, which was yellow in color, accompanied by pus and no odor. The incision was disinfected and cleaned. However, after three days, the patient went to the hospital again. There was fluid from the abdominal incision, which was yellow in color, accompanied by more pus than before. The patient was admitted for treatment. Also, considering that the suture was not absorbed causing poor healing of the incision.